Manufacturer narrative:
Uknown was captured in section a1 and no information was captured in sections a2, a3 and a4 as the customer's initials, age, sex and weight were not provided. The model # (d4) was not provided. The contact details for the initial reporter in section e1 was not captured, as this information was not provided.

Event description:
A health care professional (hcp) from china reported that they tested a patient's blood glucose with the contour next one meter and obtained readings of 0.8 mmol/l and 7.2 mmol/l. There was no allegation of an adverse event. The customer discarded the test strips associated with the event. Therefore, the device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 3jpec31a using blood sample, which gave a satisfactory performance.